Event description:
It was reported that the user attempted to connect a dexcom g7 sensor to the ilet and experienced a pairing failure after toggling between g6 and g7 and entering the sensor code, with indications that the g7 session had already been started and the responsible device for pairing was not identified. Symptoms included hypoglycemia with a reported glucose of 66 and associated irritability and difficulty following instructions. Outcomes included user education on treatment for low glucose, including oral glucose intake, and troubleshooting support. Investigation included troubleshooting and education by support staff. Investigation of this case revealed a pairing failure associated with sensor session state and device connectivity, with no alerts or alarms reported from the ilet. It was concluded, based on previously established findings for similar reports, that user interaction and workflow during sensor transition contributed to the event.